Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Inserts was tested on a g-136 unit. Visually inspected no leaks and verified tip has vibration and water flow met specification. Visually inspected and verified the tip is bent. Tested the insert for water temperature and verified the temp was 91.0 and passed temp specification.

Event description:
While using a cavitron 30k fsi-sli-10s insert, the insert was getting hot; no injury resulted.